Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were in a little pain last night. Patient stated they turned the stimulation on and everything was working, but when they went to turn the stimulation off, they were unable to do so. Patient clarified they were seeing the poor telemetry screen while using the antenna and when using only the programmer against the stimulator. Patient mentioned they can still feel the stimulation, but it is annoying and they didn't sleep very well and were worried about leaving it on overnight because they never do. Patient asked if it was normal for the programmer to go out before the implant. Patient confirmed the programmer has not been dropped or wet and they keep it in the door beside their bed. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the patient programmer. The patient was redirected to their healthcare provider to further discuss if they have further concerns around the stimulation. Patient called back wanting to know if getting a new programmer will it cost them anything. Patient mentioned they never ran their implant 24/7 and they never slept with stimulation on; the patient was scared of going to sleep with the implant battery turned on. Patient found if they propped themselves up and tilt their head forward and to the right felt a minimal of stimulation. Patient only got two hours of sleep last night due to sleeping with stimulation on. Patient's intensity was not high for it was only at 2.5 or 2.75. Patient noted that the stimulation had intensified if the patient tilted their head in general and it had been that way since they got the implant turned on and if they held their neck a different way they felt stimulation differently.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received following the implantation, the patient was advised to use the device as needed rather than continuously. However, after turning it on for use, they found they were unable to turn it back off. To address this, the patient first contacted their doctor's office, only to find that dr. Price had retired. They then contacted medtronic directly; a representative assisted with troubleshooting, but when the device remained unresponsive, a replacement was sent. The issue has since been resolved with a new remote and antenna, and the patient reports no further problems.